Event description:
It was reported that during the implant attempt the helix of the ventricular lead would not extend. Several attempts were made in the patient's body and outside of the body and the helix still would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. However, the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a breached cut. Visual analysis revealed that the lead was damaged at implant.